Manufacturer narrative:
DHR review found no ncmrs or deviations related to these lots. There is no trend in complaints of this type. Risk assessment identified one risk related to this malfunction type. Physical evaluation could not be completed because the implants remain in the patient. No further investigation is required at this time. Patient suffered from pain due to breaking of inlay and migration of the construct.

Event description:
Email received from synthes on 21 july 2023 indicating that, "on (date removed), a l5-s1 prodisc-l disc implant was placed in the patient. Since then, suspicion of the plastic part of the implant breaking has been in question. The pictures show that the polyethylene sheet acting as a sliding surface of the intervertebral disc prosthesis can move into the lower component of the prosthesis in the ap direction by 2-3mm. Because of its mechanical fixation, there should be no measurable movement at this interface. The movement indicates that the "claw" on the lower surface of the plastic part, which goes into the hole in the metal component, has failed, i.e. It is either broken or somehow worn. This patient also has stress osteopathy in the posterior structures of the l5 vertebra on MRI, which may be related to prosthetic component instability. Patient information: patient consequences: yes, pain was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision). Required: yes, x-rays. Patient details: unknown implants are not removed from the patient and will not be returned for investigation at this stage."